Event description:
During two administrations of chemo therapy with a port system the needles slipped out of the silicon port membrane with the result that the drug flew out. The user complained that the needles could come out very easy.

Manufacturer narrative:
The complaint is inconclusive. The original complaint samples were not returned for evaluation. Only unopened miniloc safety infusion sets were returned for evaluation. No defects related to the manufacturing process were noted on the returned products. The exact cause of the reported complaint is unknown. The product IFU instructs the user to dress and secure site per institutional protocol. A chr of lot# d712806 showed one other similar product complaint(s) from this lot. (196860).